Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. This report is for an unk - guides/sleeves/aiming: g/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on april 14, 2024, tfna- the blade/screw guide sleeve was stuck together with the 3.2 guide sleeve, and grabbed onto the helical blade when it was being inserted. There was (3) min. Surgical delay. Procedure was successfully completed. There was no patient consequences. This report is for one (1) blade/screw guide sleeve this is report 2 of 2 for complaint (B)(4).